Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00008. Medical products: sternalock 360 multi implant system, part# 74-0004, lot# 743570, sternalock blu system screw, cancellous cross-drive locking, part# 73-2414, lot# unk.

Event description:
It was reported a patient underwent an emergent re-entry due to bleeding. The patient was closed with new sternal plates and screws. No additional patient consequences were reported.

Event description:
Information was received that indicated the re-operation was performed due to bleeding and was not in any way related to a device malfunction. Therefore, there is no indication of a reportable event.